Event description:
A healthcare facility in (B)(6) reported that when treating very low birth weight infants ((B)(6)), the rt236 infant breathing circuit was causing auto-cycling of the servo I ventilator. It was reported they have had their "small premie's with 2.5 ett either auto cycling or unable to trigger" and that this "is happening consistently with this population of pts no matter how much [they] tighten every adaptor in the circuit." It was reported this did not happen with the previous breathing circuit.

Manufacturer narrative:
(B)(4). Method - a fisher & paykel healthcare ('fph') representative conducted a site visit with the healthcare facility. Fph did not manufacture the ventilator. Results: the hospital had recently switched to the rt236 after using a different type of breathing circuit made by another manufacturer. During the site visit, the fph representative attempted to re-create the reported auto-cycling and inability to trigger, but was unsuccessful. The fph representative did not observe any leaks in, or setup problems with, the rt236 breathing circuit that may have contributed to the reported event. Conclusion: we could not conclude why the reported ventilator was auto-cycling and inability to trigger occurred. Fph is coordinating with the ventilator company to help them optimize the ventilator settings for the new setup with the rt236 breathing circuit. The hospital has resumed use of the other type of breathing circuit with this pt group in place of the rt236 until the ventilator settings have been optimized for the new setup. (B)(4).